Event description:
Event consists of a loss of aspiration during a jetstream procedure. The patient gender and age are unknown. A complete medical history of the patient is unknown. A jetstream procedure was being performed on a patient with a narrow aortic bifurcation. Approximately 3 minutes into treatment the jetstream device lost aspiration. When advancing the jetstream, the sheath appeared kinked and would retract out of the patient when pushed forward. The jetstream device became increasingly difficult to maneuver and subsequently the physician then decided to remove the jetstream device. Upon removal, the associated spider filter that was in use at the time was full with disease pathology and some of the contents spilled out and traveled down the vessel. The patient suffered a distal embolization which required an infrapopliteal embolectomy to be performed. The patient outcome was positive and there was no further treatment required.

Manufacturer narrative:
Bayer product analysis received and examined the returned jetstream xc 2.1 catheter and observed a compression deformation in the infusion tubing approximately 20 inches distal of the pod. During functional testing foam was noticed in the aspiration line and the device was clogged. The rest of the unit appeared to be in good condition with no other observable defects or damage. The outer and inner sheath were removed and the drive coil liner showed signs of damage. The compression deformation in the infusion line and the damaged drive coil indicates the force applied by the operator exceeded the columnar strength of the catheter resulting in the observed damage. In addition, the spider filter guidewire used in this reported occurrence is not on the recommended list of compatible guidewires. This event is considered reportable since the patient required intervention and had to undergo an infrapopliteal embolectomy. The association between the jetstream device and the noted event cannot be conclusively ruled out.